Event description:
It was reported there was t wave oversensing on the ventricular lead after the patient received a shock due to a ventricular arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: implantable pacing lead (B)(6) 2010. (B)(4).